Event description:
The biomedical engineer from the hospital reported that the tip of the laparoscope got detached and fell into the pt's lungs. The surgeon was able to retrieve the small part from the pt. No adverse consequences reported.

Manufacturer narrative:
Additional information will be provided, once the investigation is completed.